Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6 atmospheres within 3 seconds. The device was removed using normal method without issue and the procedure was completed without replacing the device. No complications were reported and patient was good post procedure.

Manufacturer narrative:
Initial reporter address 1: (B)(6).